Event description:
It was reported that this pacemaker was repositioned due to placement difficulty. The patient was uncomfortable with the subcutaneous placement, thus, the physician moved it to left sub pectoral. All values were normal post operation. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code (B)(4) captures the reportable event of surgery.